Manufacturer narrative:
Concomitant medical products: dtba1d4 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing on the atrial channel during atrial high rate episodes was noted. The right atrial lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.